Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to a poor environment, but this was not able to be medically confirmed. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefazolin intraperitoneally (ip) for four days (dosage and frequency not reported) and fortum 1 gram every day ip for the peritonitis event. Four days after the peritonitis diagnosis, therapy with cefazolin and fortum were discontinued and on the following day, the patient began treatment with tienam 1 gram every day ip for eighteen days and vancomycin 1 gram weekly ip for eighteen days for the peritonitis event. Twenty-three days after the initial peritonitis diagnosis, treatment with tienam and vancomycin were discontinued and the patient was discharged from the hospital. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.